Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter anchor was damaged at explant. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter kink, occlusion, and coiled was not determined. The patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.5 mg/ml at 0.7699 mg/day), bupivacaine (30.0 mg/ml at 515.398 mg/day) and compounded baclofen (200.0 mcg/ml at 102.66 mcg/day) via an implanted pump. It was reported that on (B)(6)2017, the patient's significant other contacted the clinic and reported the patient was experiencing unspecified withdrawal symptoms that subsided with oral morphine. A catheter access port (cap) contrast study was performed on (B)(6)2017 and revealed a catheter kink at the intrathecal/spinal portion. The catheter was explanted and replaced on (B)(6)2017. The clinical diagnosis was it opioid withdrawal symptoms. It was indicated the event was related to the device or therapy. The event resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
The other relevant components include: product ID: 8709, (B)(4), implanted: (B)(6)2011, explanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had increased pain and symptoms (unspecified), on (B)(6)2017, that were reminiscent of symptoms the patient experienced during a permanent motor stall. The patient was administered oral oxycodone on this date and then administered oral morphine on (B)(6)2017. It was noted the pain and symptoms improve with use of oral opioids. On (B)(6)2017 the patient's pump was reprogrammed and the continuous rate and bolus dose were increased. The clinical diagnosis was decreased therapeutic relief. On (B)(6)2017 during a catheter revision for a kinked catheter, surgical exploration found a catheter occlusion at the proximal segment of the catheter. Also during the catheter revision on (B)(6)2017, it was observed that the catheter had coiled in the spinal pocket. It was noted that the catheter was explanted and replaced on (B)(6)2017 and will be returned for analysis. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The device diagnosis was other catheter coiled in spinal pocket and catheter occlusion. No further complications were reported/anticipated.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for malignant pain. It was reported the patient¿s catheter was replaced. The date (B)(6) 2017 was provided. The catheter was returned to the manufacturer for analysis. No further information was provided.